Manufacturer narrative:
Results: a visual inspection of the returned product found a portion of the lens optic and one haptic torn off and one haptic bent. There was evidence of clear surgical residue. It should be noted that the injector and cartridge were not returned for evaluation.

Event description:
The reporter stated a three piece collamer lens model number cq2015a haptic was bent due to a loading error. Pt contact; no pt injury. Add'l info has been requested from the facility, but none has been forthcoming. If add'l info becomes available a supplemental medwatch will be sent.